Manufacturer narrative:
Available details indicate that the device was alleged to have not delivered a shock during use. The evaluation based on the available details determined that a clinical investigation was required. The assigned product support engineer received the device¿s patient event file, which was sent to the ecr senior medical solutions specialist for review. The clinical investigation determined that the patient was not in a shockable rhythm and the device correctly did not advise a shock following analysis. The confirmed r92 failure was not a contributing factor because the patient was never in a shockable rhythm. The device has been replaced for the customer and has been investigated on a separate complaint. The device investigation confirmed a component failure during failure analysis but did not find that the component failure had impacted the device¿s performance during the patient use event. The clinical investigation has concluded that the device performed according to specifications and design during the patient use event. Based on the information available, no further action is necessary at this time. A clinical harm review was performed and the event was assessed as not related to the device. A clinical investigation of the device¿s patient event files determined that the patient was not in a shockable rhythm and the device correctly did not advise a shock following analysis. There was no delay in therapy once the ¿no shock advised¿ prompt was issued. The customer was provided with a replacement device. The customer was provided with a customer letter summarizing the incident and assessment details. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips become aware date updated to 01/11/2023.

Manufacturer narrative:
This report is based on information provided by philips customer support personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the philips hs1 defibrillator indicating that the device did not deliver a shock while in use on a patient. The patient did not survive, and the customer believes that the device's alleged failure to shock contributed to a delay in therapy. Available details indicate that the device was alleged to have not delivered a shock during use. The evaluation based on the available details determined that a clinical investigation was required. The assigned product support engineer received the device¿s patient event file, which was sent to the ecr senior medical solutions specialist for review. The clinical investigation determined that the patient was not in a shockable rhythm and the device correctly did not advise a shock following analysis. The device has been replaced for the customer and has been investigated on a separate complaint. The device investigation confirmed a component failure during failure analysis but did not find that the component failure had impacted the device¿s performance during the patient use event. The clinical investigation has concluded that the device performed according to specifications and design during the patient use event. Based on the information available, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided with a replacement device. No formal response was requested, and none has been provided. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported that on (B)(6) 2022 CPR was performed on a resident of the (B)(6). The AED being used advised for a shock to be delivered to the resident. Shock button was pushed, but no shock was delivered, and the AED continued prompting for the delivery of a shock. After multiple attempts of pushing the shock button the same result of an undelivered shock continued. Chest compression were resumed and staff had to run to another unit to retrieve an AED. Due to this unfortunate event, a shockable rhythm was loss and ultimately a life ended.